Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4).

Event description:
Complainant reports "the respirator alarmed and then the medical staff found the detachment of the white connector." It was removed by the normal procedure. No harm or injury to patient.